Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. B02268, 602268-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder, spontaneous abortion and appendectomy. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginitis allergic ("allergic or hypersensitivity reaction type: allergic vaginitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vaginal pain"). In (B)(6)2013, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vulvovaginitis allergic, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, pelvic pain, vulvovaginal pain and vulvovaginitis allergic to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. The essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. She tolerated insertion procedure well, stating she had only mild cramps at most. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. (Product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. B02268, 602268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder, spontaneous abortion and appendectomy. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginitis allergic ("allergic or hypersensitivity reaction type: allergic vaginitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vulvovaginitis allergic, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, pelvic pain, vulvovaginal pain and vulvovaginitis allergic to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. The essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 2. She tolerated insertion procedure well, stating she had only mild cramps at most. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: plaintiff fact sheet-events allergic vaginitis , apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , pain , fatigue, lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.